Event description:
The customer reported during procedures, when the footswitch is used, the monitor does not display images. This rendered the system unusable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was a communication error between c-arm and workstation, which resulted in the inability of the system to display images. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.